Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge present. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, during the initial firing with a white reload, the device locked out and would not fire. The gun was opened using the release button and removed from the tissue. There was no patient harm. Case completed with another device of the same product code. There were no patient consequences.